Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing resulting in inappropriate atrial tachy response (atr). Technical services (ts) recommended right atrial sensing evaluation. This lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead exhibited pacemaker mediated tachycardia (pmt) and atr episodes due to an unknown rhythm, additionally it was noted that far-field oversensing occurred on the atr episodes. Reprogramming was completed, however this did not resolve. Ts recommended additional reprogramming options and also indicated that this lead is not sensing properly. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing resulting in inappropriate atrial tachy response (atr). Technical services (ts) recommended right atrial sensing evaluation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.